Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination revealed aneurysm enlargement (amount unknown) and a proximal type I endoleak on the trunk-ipsilateral leg component. No suspected cause of type I endoleak was reported. On (B)(6) 2020 the patient underwent a reintervention. A gore® excluder® aaa aortic extender component was used to extend the trunk-ipsilateral leg component proximally. The type I endoleak was resolved. During the reintervention a type ii endoleak was noted originating from the patient's lumbar artery. It is reportedly unknown if the aneurysm enlargement is attributable to the type I or type ii endoleak. The patient tolerated the procedure.